Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. No evidence of the reported issue was found in the event log. Visual inspection of the pump showed the screen was scratched. Functional testing involved powering up the pump and the device started double beeping immediately on power up. The investigation determined that downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep no cassette. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating the reported issue occurred during routine testing.